Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a decrease of blood pressure thirty minutes after the leadless implantable pulse generator (ipg) implant procedure. The patient also experienced perforation, pericardial effusion, cardiac tamponade and cardiac arrest. It was further reported that the damage to the inferior wall was caused by the leadless ipg delivery system (ds) during manipulation in the right ventricle. Cardiac massage and drainage was performed. The damaged inferior wall was repaired by thoracotomy. The patient regained consciousness on the following day. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.